Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, a cause for the reported difficult to remove could not be determined. The reported poor image resolution appears to be due to patient anatomy. The reported tissue injury resulting in worsening mitral regurgitation (mr) appears to be due to the reported difficult to remove. The reported unrelated death appears to be a result of patient conditions. The reported patient effects of unspecified tissue injury, worsening mr, and death, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported delay to treatment, hospitalization, and surgical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report difficult to remove, tissue damage, surgical intervention, and prolonged hospitalization. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. It was noted a large prolapse on the leaflets and visualization was challenging due to the anatomy. On (B)(6) 2021, the first clip was successfully deployed, reducing mr. Then a second clip delivery system (cds) was advanced to the mitral valve; however, the clip became entangled under the sub-valvular apparatus. An attempt was made to invert the clip, but the clip tore the chords and damaged the leaflets. Mr immediately worsened to torrential causing a clinically significant delay in the procedure. The clip was freed and removed with the cds. The first clip was then explanted, and the patient remained hospitalized longer to undergo mitral valve replacement instead. The patient is stable. Then on (B)(6) 2021, the patient had died of a pulmonary embolism. The physician stated the patient death is not related to the clip. No additional information was provided.